Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) opened the back panel as auxiliary 1 drawer 6.2 was not showing on the bus. Tightened and reseated the row board cables. Verified that the drawer now shows on the bus. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6.2 repeatedly failed, customer stated that machine had required reboot and recovery every day for over a week and it had displayed a bus not detected message, but a couple of reboots had temporarily recovered functionality. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.